Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of short battery life but showed several call service 177 (low battery warning) alarms due to normal battery wear. The battery compartment and returned battery cap were found to be undamaged, free of moisture ingress, and able to properly secure during testing. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump¿s electrical draws were tested and  found to be within required specifications. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a battery life issue was unable to be duplicated. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.